Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 110mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. With programmer 82-3126, serial number (B)(4), the valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Review of the history device records confirmed the valve product code 82-3832 with lot crfbf5, conformed to the specifications when released to stock on the 14th may 2014. Review of the history device records confirmed the catheters product code 82-3072 with lot cthbr4, conformed to the specifications when released to stock on the 22nd june 2015. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. No problem was found with the bactiseal catheter. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
Valve occlusion. The patient is female and (B)(6), had v-p surgery on (B)(6) 2015. On (B)(6) 2015 the patient was coughing and feverish. The highest temperature was 38.8â¿¿. On (B)(6) 2015 the patient returned hospital for check. It was reported ventricular dilatation. The surgeon did revision surgery on (B)(6) 2015 and changed the new valve to complete. Now the patient has discharged. On 3/8/2016: affiliate added product code 823072 to complaint.